Event description:
A report was received from baxter stating that the device over infused during patient infusion. It was reported that the specific duration of the infusion was 14 hours instead of 27 hours. The contents of the device was 5-fluorouracil in normal saline with a total fill volume of 135ml. No patient injuries or medical interventions occurred due to this event.